Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was discovered to have the tachy more programmed off following a patient surgery. It was also reported that last year this device was found to have the tachy mode programmed off as well. The change tachy mode with magnet was programmed on. It was believed that when the patient presented for surgery, the hospital staff thought they were temporarily disabling the device with a magnet and did not realize that the device was left programmed off.